Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer stated the seat has cracked. The consumer stated the crack is on the left from the front to the back of the seat.